Event description:
Covidien formerly tyco healthcare received a report that the unit did not provide an audio tone. This was discovered during preventative maintenance, and there was no pt harm reported.

Manufacturer narrative:
The customer has opted to not return the unit in for eval. The customer isolated the reported problem to the speaker. If add'l info is made available, a supplemental report will be submitted.